Event description:
A 2.5mm diameter by 9mm length s660 stent delivery system was inserted in an attempt to direct stent a lesion in the proximal circumflex coronary artery. It was not possible to cross the severely calcified lesion; therefore, the stent delivery system was pulled back in the coronary artery. Upon removal of the stent delivery system from the patient, a spiral dissection was noticed in the left main coronary artery extending down the left anterior descending coronary artery. The severe calcium in the coronary artery prevented the advancement of longer length stents, therefore, ten shorter length stents were deployed to treat the dissection and target lesion. The patient was reported fine post procedure and there is no additional clinical sequelae reported related to this event. The instructions for use were not followed, when the lesion was not pre-dilated prior to the insertion of the stent delivery system. The returned goods investigation revealed there were no abnormalities noted with the device. The stent was evaluated and it was confirmed that there were no sharp edges present on the stent. The stent was correctly placed on the delivery balloon and within mfg specification.